Event description:
It was reported that a as lvp 20d 2ss cv cause an air in line alarm and ruptured tubing during use. The following was reported by the initial reporter: "it was reported that the primary tubing continuously alarmed "air in line," and when the rn opened the channel to remove the tubing, it snapped. Verbatim: "primary IV tubing continuously alarmed "air in line" rn made several attempts to resolve the problem. Rn opened channel removed tubing. Once removed tubing snapped.""

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-23. H6: investigation summary customer reported a separation at drip chamber and returned the affected sample. The sample was clearly separated at the outlet of top pump clip and the complaint is verified. The ring retainer remained on the silicon tubing, and there was a ring retainer indentation in the tubing, showing that the tubing was manufactured correctly. Dimensional analysis found that the ring retainer, silicon tubing, and blue clip were within tolerance. In this case, the root cause is use error since everything passed dimensional analysis and the ring retainer was still on the tubing. A device history record review for model 2420-0007 lot number 20067170 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a as lvp 20d 2ss cv cause an air in line alarm and ruptured tubing during use. The following was reported by the initial reporter: "it was reported that the primary tubing continuously alarmed "air in line," and when the rn opened the channel to remove the tubing, it snapped. Verbatim: "primary IV tubing continuously alarmed "air in line" rn made several attempts to resolve the problem. Rn opened channel removed tubing. Once removed tubing snapped."